Event description:
A 78-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2026, the patient's spouse informed novocure that the patient had been hospitalized following a fall resulting in a secondary hip fracture. On (B)(6) 2026, novocure received the discharge summary and additional information from the prescribing physician. The discharge summary, dated (B)(6) 2026, indicated that the patient underwent internal fixation of the femoral neck with three screws for a left femur fracture on the same date. After the procedure, the patient was discharged from the hospital and admitted to an inpatient rehabilitation facility for physical and occupational therapy. According to the prescriber, the event was possibly related to optune gio therapy, as prior to the fall the patient had been carrying the device in one hand and a cane in the other and was unsteady on his feet due to the device's weight.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the device to the fall and secondary hip fracture cannot be ruled out. Fall is an expected event with optune gio device use (ef-11 4% and 8% ef-14 optune arm). Hip fracture was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been 89 reports of hip fracture in the commercial program to date, four of them serious and related to device use. Additional note: manufacturing date of tfh214542 is july 28, 2021.